Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a farapulse procedure, a faradrive steerable sheath clear was selected for use. After the sheath was inserted into the patient over the guidewire, air bubbles were immediately observed during the purge of the faradrive. The bubbles were seen in the flushing line and persisted despite multiple flushing attempts. The only device present in the sheath prior to and at the time the air was observed was the dilator, which had been inserted into the faradrive before the exchange over the guidewire. No other devices had been introduced. Irrigation was performed using a pressure bag, with the flow rate fully open. The persistent presence of air bubbles during every purge attempt was the only abnormality noted during preparation or use of the sheath. No air was observed in the patient at any time. At the time the farawave catheter was introduced into the sheath, the guidewire was positioned at the tip of the farawave. Following the unsuccessful purge attempts, the sheath was replaced. The procedure then proceeded to completion without any complications for the patient.